Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images shows severely degenerative spine seen preoperatively with only minimal malalignment. Stenosis reported. Operative treatment was fusion l1 to s1 with inter body device at l5. Postoperative failure of fixation at l1 with screw pull out as expected as well as s1 required pmma augmentation and extension to t12. This construct is still at risk for failure above the construct. Indication for a fusion to l1 in this case is not apparent.